Event description:
The customer reported that the hmx autoloader was sending partial aspiration messages and there was visible blood under the needle of the autoloader. The customer located the source of a leak and found the aspiration tubing to the needle had been disconnected. The customer reconnected the tubing, but noticed it came loose again and requested service. The field service engineer (fse) was dispatched to the site and found the loose tubing. The tubing was replaced and connected. No further leaking was observed and the partial aspiration messaged did not reoccur. The process was verified per previously established procedures. The root cause of the event was a loose aspiration tube coming loose from the needle assembly. No affect to patient results or harm to the operator was reported but on a recur, the operator may be exposed biohazardous material.

Manufacturer narrative:
(B)(4).